Event description:
Nurse pulled on siderail to move bed. Siderail is removable and was unlocked. Siderail came out and nurse fell. Attempted to contact facility numerous times to determine if caregiver was injured. On 10/15/2003 nurse informed manufacturer that fall had resulted in a herniated disk.